Event description:
It was reported that the patient implanted with this cardiac resynchronization therapy defibrillator (crt-d) presented for an emergent follow-up about one week post-implant, after an incidence of ventricular fibrillation (vf). It was observed that the patient's intrinsic r-wave fell into the blanking period, which allowed the device to deliver a pace onto the t-wave, which triggered ventricular arrhythmias. Multiple episodes of ventricular tachycardia (vt) and vf were induced, all of which were either self-terminated or were terminated with device therapy. The local sales representative discussed with the physician that this was a result of the programming for the timing cycles and changes to the programming were considered. The device was functioning normally and as programmed. It was reported that programming changes were made to avoid pacing, which would minimize the likelihood of similar events happening. No additional adverse patient effects were reported. The device remains implanted and in service. If information is provided in the future, a supplemental report will be issued.